Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right atrial lead exhibited oversensing. The lead was capped and replaced. The patient experienced no adverse consequences. The patient was well post procedure.